Event description:
Info was received that reported a pt was hospitalized sometime in july due to an incident of hyperglycemia. The pt reports he had to be hospitalized when his blood glucose became elevated. He was treated with insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.